Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the foreign matter attached to the air/water nozzle could not be removed because the reprocessing was not carried out according to the instructions for use (IFU). There were no deformations to the air/water nozzle. It was confirmed that it was unclear whether some of them were being implemented according to IFU. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, air leakage was noted at the distal end of the gastrointestinal videoscope. The device was returned and an evaluation revealed, the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
The device was returned and an evaluation confirmed the customer allegation. Water tightness was not maintained due to perforation of the forceps channel. The bending angle was insufficient due to the elongation of the angle wire. Scratches were found throughout the device. The adhesive of the bending section cover was missing. The operation unit was discolored. Peeling of paint was noted on the suction cylinder. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.